Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was previously receiving morphine (unknown concentration and dose), and then fentanyl (unknown concentration and dose), and then receiving hydromorphone (10.0 mg/ml at 1.7 mg/ml and then programmed to ¿0.061¿) via an implantable infusion pump, before this refill occurred. The pump¿s indication for use (IFU) was noted as spinal pain. The patient reported that when the healthcare professional (hcp) refilled the pump on (B)(6) 2016, the expected residual volume (erv) was supposed to be 1.6 cc, but the actual residual volume was "5. Something cc." The patient stated that every single time the pump had been refilled, she was told that she had double the amount of medication left in the pump reservoir; she stated that she remembered reading this in the pump. According to the patient, the volume discrepancies had been occurring since the pump was implanted. She stated that they were always giving her excuses regarding why there was an extra amount. No symptom was reported in relation to this event. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.